Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a left upper arm fistulogram, the pta balloon used would not fully deflate. Allegedly, the health care provider attempted to pull the balloon through the sheath; however, the last quarter of the balloon sheared off. It was further alleged that the health care provider attempted repeatedly to capture the detached balloon piece; however, the attempts were unsuccessful. Reportedly, the patient was transferred to another hospital where vascular surgery performed a cutdown procedure to remove the detached balloon piece.

Event description:
It was reported that during a left upper arm fistulagram, the pta balloon used would not fully deflate. Allegedly, the health care provider attempted to pull the balloon through the sheath; however, the last quarter of the balloon sheared off. It was further alleged that the health care provider attempted repeatedly to capture the detached balloon piece; however, the attempts were unsuccessful. Reportedly, the patient was transferred to another hospital where vascular surgery performed a cutdown procedure to remove the detached balloon piece.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. A visual inspection found a completed circumferential rupture in the balloon with a complete detachment of the inner guidewire lumen; the detached distal segment was not returned with the device. Therefore, the investigation is confirmed for a circumferential rupture, and for balloon and catheter detachments. The investigation is also confirmed for retraction issues, as bunching was noted to the introducer sheath tip, and as bunching was noted along the catheter shaft. The investigation is inconclusive for the reported deflation issues as the device was unable to be functionally tested due to the returned sample condition. It is possible that a circumferential rupture could contributed a deflation issue, and it is likely that the rupture resulted in the identified detachments and retraction issues through the sheath. However, the definitive root cause for the reported deflation issue or identified rupture could not be determined based on the available information. PMA/510k.